Event description:
It was reported to philips that the device monitor was not charging the installed battery. It was noted by the customer that they had already replaced the ac module in an attempt to resolve the issue but the failure remained. There was no patient involvement.